Event description:
A consumer reported following an intraocular lens implant procedure, his vision was horrible, almost felt like his vision was lost. A medical intervention was carried out which was not explained. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received. Stating, they probably put the wrong lenses. And my vision was grossly affected, resulting in my loss of employment among others.

Manufacturer narrative:
Additional information was provided in d.1, d.4, h.3, h.4, h.6 and h,10. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).